Event description:
It was reported that leak was observed inside a patient control module (pcm) after connecting an unknown device to it. The reported condition occurred during infusion. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled pcm was received for evaluation. Visual inspection did not note any abnormalities. A leak was observed at the tubing connection located inside the pcm's housing during leak testing. Initial evaluation confirmed the reported condition. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The cause was determined to be a result of an operator error of an incomplete solvent weld. Awareness training was provided to the appropriate personnel to address this issue. Should additional relevant information become available, a supplemental report will be submitted.